Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the implantable cardioverter defibrillator displayed the error message and was unable to interrogate with the programmer. Similar error message was noted with another programmer. The issue was not resolved. It was discussed to attempt resolving the issue during next clinic visit. The patient was in a stable condition.